Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device had been dropped. Device had a blank display. Customer's blood glucose was 134 mg/dl. Device alarmed a battery out limit alarm after a battery change. Customer did not want to replace the device. Customer was advised to monitor the device.